Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus south korea there was the possibility that this phenomenon (a gap in the distal end) was attributed to the physical stress or the chemical stress, the poor condition of the storage cabinet, such as environment exposed to the direct daylight, high temperature, elevated humidity, x-ray and/or ultraviolet, in the user facility, or the aging deterioration due to the long-term use, and so on.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. According to the evaluation, the following was found. There was a crease on the bending tube. Angulation of up direction was out of standards due to the worn angle wire. Light guide lens and ccd lens were broken and contaminated. There was corrosion on the connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that there was a failure of the endoscopic image. Then the device returned to olympus repair center for evaluation. According to the evaluation, a gap in the distal end was found. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.